Event description:
Procedure: seps. Pt gender: unk. Reportedly, the outer sheath broke off during inflation inside the cavity. The balloon and sheath were removed from the cavity. No pt injury reported.